Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: there were no power issues observed in the black box. The pump powers on with display remaining blank. A crack at the battery compartment was found traveling up from case seal. Crack in pump case near top right corner of display. The pump was opened and moisture damage found on pcb including display flex. When a test display screen was used display functions properly. Blank display due to moisture damage.